Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead, the ra lead underwent two re-positioning due to the lead escaped by releasing its fixation. The ra lead third approach was not possible, and physician replaced the lead with a new lead. No patient complications have been reported as a result of this event.